Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams monarc to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the plaintiff "began experiencing bowel problems, pain with sexual intercourse known as dyspareunia, pain, and urinary problems some time after implant." The plaintiff's attorney also alleged that the plaintiff experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering," "serious bodily injury and harm" and "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.